Event description:
Doctor reported to a lensar distributor that the capsulotomy was incomplete resulting in a radial tear around the posterior capsule requiring the placement of an iol in the sulcus.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.